Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that the pod caused her skin to become red, irritated, and itchy, with burning, in an area the size of the pod. During a doctor's visit the doctor diagnosed dermatitis and prescribed benadryl and triamcinolone cream. Pod was worn longer than 48 hours and discarded.